Event description:
New information received indicated that programming changes were made. Patient was doing well.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device issued a patient alert. The patient was presented to clinic for further assessment. Rv oversensing was observed. The physician elected to take no action at this time. Patient condition was good.

Event description:
New information received indicated that the rb oversensing was observed due to myopotentials on the device.